Event description:
Report received of a non-delivery of IV amicar. The customer contact reported that the pt was immediately post-operative after open-heart surgery receiving an unspecified concentration of an amicar infusion at 62ml/hr. The pt was received from surgery with the infusion already hanging. The customer contact reported that approx 1 hour after the customer received the pt, the customer noted that the amicar was not infusing. According to the customer contact, the pump display read that 28ml had been delivered. The customer contact reported that the customer opened the pump door and noted that the tubing was correctly loaded into the pump. There was no alarm alert received from the pump. The customer contact reported that the customer removed the tubing from the pump and verified that the fluid was able to infuse by gravity. The customer then re-loaded the tubing into the pump and started the infusion. The infusion then continued without further reported event. There was no reported adverse event with the pt. Though requested, there was no further info available.